Event description:
It was reported that during the procedure, a hi-torque (ht) connect flex 300cm guide wire was advanced toward a lesion in the p1 and p2 segment of the non-tortuous popliteal artery with the assistance of a non-abbott support catheter. When retracting the support catheter, strong resistance was felt between the two devices. Thus, both devices were withdrawn from the anatomy as a single unit. Once outside of the anatomy, it was noticed the green teflon coating of the connect guide wire had peeled off. Another unspecified guide wire (no ht connect) was able to be used successfully with the same non-abbott support catheter and treated the target lesion w/o any further issues. After the procedure, the vessel was noted to be occluded and the pt was given medication for intra arterial lysis and was transferred to the intensive care unit for 24 hrs for monitoring. On (B)(6) 2013, the pt was discharged from the hospital in good condition. There were adverse pt sequelae; however, a clinically significant delay was reported. Add'l info has been requested.

Manufacturer narrative:
The investigation is ongoing.